Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device overheating was confirmed. A visual and functional assessment was performed on the device which found that the temperature reading at the elbow and at the base exceeded the operational temperature specification. It was further determined that the bearing was worn out causing the device to exceed the operational temperature specification. It was determined that this issue was consistent with normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was overheating. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.